Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the valve of the catheter became detached when slitting the catheter. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial of the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. The mechanical operation of the catheter shaft was bent. The hub of the catheter separated during slitting. Visual analysis of the lead indicated damage during use. The analyst noted that spiral slitting led to the catheter being broken into two pieces. If information is provided in the future, a supplemental report will be issued.